Manufacturer narrative:
D1, d2a and d2b: corrected.

Manufacturer narrative:
H6: evaluation codes updated device evaluation: neither samples nor pictures were received for the analysis of this complaint. No device history record was reviewed since lot number was not provided. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned at a later date, the complaint will be reopened for further investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that patient had raised bright red rash around her sq site that was on the left upper arm with extending hives outward one- and one-half inches outward from the rash and it was painful (infusion site rash, infusion site urticaria, infusion site pain and infusion site erythema). At the time of reporting, the outcome of infusion site rash, infusion site urticaria, infusion site pain and infusion site erythema was unknown. Co-suspect product included was dressing (unspecified). The patient went to the emergency room and was told she had pneumonia (medically significant), for which the patient was put on antibiotic. It was further reported that the patient was also having a reaction to the adhesive for her pump dressing (dermatitis contact) and stated this happened from time to time. The patient had increased shortness of breath (dyspnea) and fatigue. On an unreported date in (B)(6)2024, in the last two weeks from the time of report, the patient was feeling worse (condition aggravated). Action taken with sq remodulin was not reported for the events of condition aggravated, dyspnea and fatigue. At the time of reporting, the outcome of condition aggravated, dyspnea and fatigue were unknown. The co-suspected products included were cleo infusion set and quickset infusion set. Relevant allergy included was adhesive tape. On an unreported date in 2024, 6-8 months ago form the date of report, the patient switched to quick set due to an allergic reaction to the cleo and now (at the time of report), she had a reaction to the quick set and had to remove it after 2 weeks due to her site being bloody and bruised and stated blood gushes out after she removed the quick set (device allergy, infusion site hemorrhage and infusion site bruising). There was patient involvement and patient harm.